Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. Unit had broken battery tube threads. The test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump customer stated drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.